Manufacturer narrative:
It was reported that they found foreign material on the administration set. One photo was taken by the customer that verifies the issue and a quality notification was sent to the supplier. From the supplier's investigation, there were no records of parts with surface dirtiness and they have verified the cleaning of the molds have all been done according to the schedule. The cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # b2-70072. Batch # 23115265. It was reported by customer that they found foreign material on the administration set. Rcc received a complaint via email. Foreign material found on administration sets. Product#: b2-70072. Lot#: 23115265.

Manufacturer narrative:
It was reported that they found foreign material on the administration set. Customer was unable to provide sample(s) therefore an investigation was conducted based on the one photo provided by the customer. The photo verifies the issue and a quality notification was sent to the supplier. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. From the supplier's investigation, a batch review was performed on the lots. No notification for parts with surface dirtiness. The cleanings of the mold were verified and all have been done according to the scheduled maintenance. The contamination could be grease from the mold which is a food grade grease approved by nsf. Per the quality agreement with the supplier, the quantity reported with the defective condition does not exceed 130 ppms as established, so it is a residual risk of the supplier's process, no action required. Manufacturing review from the quality assurance team at the bd tijuana facility confirmed that the spike cap is not removed during assembly of the finished good.

Event description:
No additional info

Event description:
It was reported that bd admin set had foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they found foreign material on the administration set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed